Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion can be drawn. Our complaint database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
"Setting up of the chamber and extravasation of parenteral nutrition with edema in subclavicular. Patient having chemotherapy. Stopping use of the access port. Removal and installation of another chamber."